Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was extracted due to an endocarditis infection. The ICD system will be replaced at a future date. No further patient complications have been reported as a result of this event.